Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by misplaced product behind the bin creating excess pressure on the door. A field service engineer worked with the customer to clear a medication jam on door 8, identifying that product had fallen behind the bin and created pressure against the door, preventing it from opening. Removed the obstruction and restored normal bin positioning. Verified functionality as the customer successfully recovered and inventoried door 8 in the dispensing application. The system functioned as intended after the field service engineer investigated the device.